Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nine inappropriate shocks due to oversensing and a fracture of the right ventricular (rv) lead. In addition, the right atrial (ra) lead exhibited noise. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.